Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was in the emergency room and hospitalized on (B)(6) 2020 due to high blood glucose level and heart attack with an unknown blood glucose level. The customer was treated with the insulin pump and manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for heart attack due to high blood glucose on (B)(6) 2020 with the unknown blood glucose. Customer had blockage. Customer was treated with the stent. The insulin pump will be returned for analysis.